Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during initial implant procedure, the stylet got stuck in the left ventricular lead. When attempting to remove the stylet, the lead pulled back into the coronary sinus. The lead was removed and replaced with no similar difficulties. No further information was reported.